Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The consolidated ventilator interface board will be replaced. No report of patient involvement.

Event description:
The hospital reported that, during preoperative testing, the ventilator had a failure. There was no report of patient involvement.